Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was opened before a fistula closure procedure on (B)(6), 2025. When the x-tack device was taken out of the package, the suture was tangled. The procedure was completed using a new x-tack device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0406 is being used to capture the reportable event of suture tangled.